Event description:
During laparoscopic colon resection an (B)(4) stapler by ethicon was inserted into patient to use for resection of tissue. The stapler was aligned and closed. Stapler was deployed. The stapler cut the tissue but did not staple the bowel together as it should. There were no staples visible in the patient. Procedure was then changed to an open bowel resection and the surgeon sewed tissue by hand. When the anastomosis was complete doctor performed a colonoscopy to ensure there were no staples left in the patient and that the anastomosis was adequate.